Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was hospitalized for the peritonitis and the patient began treatment for the event with unknown intravenous and oral with antibiotics (doses, frequencies and durations were not reported). At the time of this report, the patient was still taking the unknown oral antibiotics. Eleven days after the diagnosis date of the peritonitis, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and was reported to be "a little better now". No further information was provided regarding whether pd therapy was ongoing. No additional information is available.